Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 85cm emboguard 87 balloon guide catheter was received. Visual inspection was performed. The initial examination of the returned emboguard device identified kinking of the shaft at approximately 620mm, 425mm, 228mm and 137mm from the distal tip of the emboguard device. Flattening was evident between approximately 564mm to 573mm from the distal shaft. Partial shaft separation and exposed braiding approximately 164mm from the tip of the emboguard device. This damage was located in the region of bond 6 on the device. However, it cannot be confirmed if the damage occurred exactly at the bonded area. No further damage was noted at any other locations on the device. A functional check was not able to be completed due to the partially separated device shaft. It was reported that the device was broken, this is assumed to refer to the partially separated shaft, the additional kinks and flattening are therefore considered unrelated to the complaint event. The complaint unit was returned coiled in a pouch. These kinks may have been caused by device manipulation and shipment post the complaint event. It was reported that the patient that the patient was elderly and had a difficult anatomy, ¿two big loops (360°).¿ an attempt was made to recreate the damage seen using a sample emboguard device and a highly tortuous and restricted anatomy and applying pression/tension/torsion force beyond the intended use of the device. The recreation showed that a tortuous anatomy can lead to kinking and flattening of the device however it did not indicate that it could cause shaft separation or exposed braiding. The complaint report detailed that the ¿emboguard has been broken¿, exposed braiding was seen on the returned device, therefore the complaint event is confirmed. Patient specific factors (severe tortuosity) are considered contributing factors to kinking, and any maneuvers applied (torsion and twisting) may have contributed to the device damage. However, internal recreations on sample device and tortuous/restricted model could not replicate the extent of damage. While the complaint event was confirmed, the root cause could not be established in this instance. Further investigation was carried out at the manufacturing site of the device. A DHR review found that there were no anomalies associated with this batch of devices. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A review of manufacturing documentation associated with this lot (9442222) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: the initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (9442222) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the ¿emboguard has been broken. No patient consequences.¿ on 27-nov-2024, the healthcare professional provided more information in a document. Per the document, it was reported that the 80-year-old female patient presented to the treating hospital with a left m1 occlusion (nihss about 18) on (B)(6)2024. The patient underwent a mechanical thrombectomy procedure under general anesthesia. An 8fr short sheath was used via the right femoral artery access. It was reported that ¿we navigated the left common carotid artery using the 85cm emboguard 87 balloon guide catheter (bgc) (bg8785c / 9442222) filled with sidewinder 5 french and terumo stiff wire. We put emboguard into the left aci (middle cervical segment), we removed the sims and the wire, changed both for red 72. We tried to put the aspiration catheter distal from emboguard but both catheters were pushed back to aortic arch where we recognized two big loops (360°). We pulled the red 72, left emboguard in aortic arch and tried to make new navigation with sims 5 french and terumo stiff wire. Anyway, the sims and terumo wire did not stay in lumen of emboguard but run parallel to balloon guide catheter in aortic arch. We pulled all catheters away and recognized a break of emboguard (ca. 23 cm from the top of catheter). The patient did well. We never had this problem before.¿ there was no report of any negative patient impact. On 09-dec-2024, additional information was received. Per the information, the procedure was on (B)(6)2024. ¿the mechanical thrombectomy was because of [the] left m1 occlusion.¿ the issue with the emboguard was intra-procedure. The break is in the distal part of the catheter, ¿ca 20 cm of top.¿ the procedure was completed using a cerebase instead of an emboguard. The procedure delay was ¿max of 10 ¿ 15 minutes.¿ whether there was any clinically significance in the reported delay was not stated. The healthcare professional (hcp) statement was included in the complaint on (B)(6) 2024, based on the information in the report, the reported issue has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.